Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimated was noted to be inaccurate and remained static. It was also reported the pump time was inaccurate. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support; however, troubleshooting was unable to be completed.